Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: device extrusion, soft tissue necrosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast reconstruction surgery with unspecified mentor tissue expanders. Post-operatively, the patient experienced soft tissue necrosis bilaterally, which was confirmed by a medical professional. The patient¿s necrosis was addressed with a surgical intervention to remove dead breast tissue. Approximately a month after her surgical intervention, the patient¿s stitches came loose and the patient experienced bilateral device extrusion. As a result, the patient underwent removal surgery on (B)(6) 2021. The patient then underwent bilateral implantation with 550cc mentor cpx 4 breast tissue expanders on (B)(6) 2022. This report is for the right implant. Refer to manufacturing report number 1645337-2023-15184 for the contralateral event.